Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a right femoral hernia repair procedure in 2007. On the next day, patient was seen by surgeon with no issues noted. The surgeon has indicated that on the following month, the patient was examined and had developed an infection. The infection was a superficial surgical site infection. No further information was provided at this time.